Event description:
(B)(4) - it was reported by the consumer that the unknown commode safety seat model and serial numbers allegedly does not properly attach to the toilet, and seamed to have too much play to it. There was no reported injury.

Manufacturer narrative:
(B)(4) supplemental report # 1 is being submitted to correct manufacturer information entered in error on the initial report.